Event description:
Health care professional reported the home patient was diagnosed with peritonitis while using the homechoice cycler for automated peritoneal dialysis therapy. Health care professional stated only 1 day subsequent to hosp release for myocardial infarctions, the home pt had cloudy effluent. Home pt was admitted to the hosp on 6/13/98 for peritonitis. Home pt was treated with antibiotics while hospitalized, and was released on 6/19/98. Home pt was treated with ancef, ampicillin, and then gentamicin. Health care professional does not relate peritonitis to homechoice cycle but to previous hospitailization, as home pt was not performing dialysis himself during hospitalization. Home pt was again hospitalized on 7/1/98 for removal of catheter, and was released on 7/8/98. Home pt peformed hemodialysis until 9/5/98, after receipt of new catheter on 8/22/98.